Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and unable to connect to remote control (rc). It also had an intermittent connection with the clinician programmer (cp) and was generating error codes. It was further noted that the ipg would not charge for any longer than ten minutes, followed by the double beep, and the ipg would show as fully charge, however, it would be unable to hold a charge or turn stimulation on. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well post-operatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed and was successfully charged in a single cycle without any communication errors while connected to a known good remote control. The functional test showed no discrepancies. However, the charge log indicated several instances of false double beeps, as the ipg charged up to 4 volts but quickly depleted to approximately 3.1 to 3.3 volts. Additionally, the system log recorded several voltage spikes. With all the available information, boston scientific concludes that the reported event of abnormal charging behavior with the ipg was confirmed. The functional test showed no discrepancies; however, the data logs indicated several anomalies that suggested a possible defect in the internal battery cell. This was further confirmed by internal electrical testing, which revealed elevated and fluctuating resistance in the internal battery cell.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and was unable to connect to the remote control (rc). It also had an intermittent connection with the clinician programmer (cp) and was generating error codes. It was further noted that the ipg would not charge for any longer than ten minutes, followed by the double beep, and the ipg would show as fully charge, however, it would be unable to hold a charge or turn stimulation on. The patient underwent an ipg replacement procedure.